Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices hospital wide. No patient harm reported. Per the customer, hospital wide signal loss across all transmitters and requested a field service. Nk installer initial investigation: there are tele packs overlapping channels across the spectrum and if any are close to an active channel it knocks the surrounding ones around it into signal loss. It is unclear at this point as to how the overlapping channels were configured incorrectly. Nk installer recap on findings: a total of 6 uhf transmitters were assigned to the wrong channels, they were overlapping frequencies and causing signal loss on neighboring channels. Overlapping channels will knock out bordering frequencies. Channel 9150 was assigned to device while in for repair by tech support. It was reassigned to ch. 9152 as that was the nearest open channel. Reassigned channels that were incorrect to the proper channels, this mitigated most of the signal loss issues that the system was having. Identified several areas of low signal strength on 3rd - 5th floors. System may need to have additional antennas installed or possibly expand to l-band for better coverage. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: concomitant medical products. Tele devices: no models and serial numbers were provided. Org-9100a: serial number ((B)(4)).

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices hospital wide. No patient harm reported.

Event description:
The customer reported that the central nurse's station (cns) went into signal loss with all the transmitter devices hospital wide. No patient harm reported.

Manufacturer narrative:
Nk installer's initial investigation: there were tele packs overlapping channels across the spectrum and if any are close to an active channel it knocks the surrounding ones around it into signal loss. It is unclear at this point as to how the overlapping channels were configured incorrectly. Nk installer recap on findings: a total of 6 uhf transmitters were assigned to the wrong channels, they were overlapping frequencies and causing signal loss on neighboring channels. Overlapping channels will knock out bordering frequencies. Channel 9150 was assigned to device while in for repair by tech support. It was reassigned to ch. 9152 as that was the nearest open channel. Reassigned channels that were incorrect to the proper channels, this mitigated most of the signal loss issues that the system was having. Identified several areas of low signal strength on 3rd - 5th floors. System may need to have additional antennas installed or possibly expand to l-band for better coverage. Nihon kohden investigation: details of complaint: on (B)(6) 2019, customer at (B)(6) reported hospital wide signal loss across all transmitters on their org (org-9100a), serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer refused to do any trouble shooting or to provide any related information. Customer requested a field service. According to the customer, nkts in the field found some dead zones, faulty antennas, faulty spacing between frequencies, and faulty transmitters, and they resolved the issue. Investigation summary: root cause of the issue was identified to be poor access points and faulty transmitters in the hospital facility. Warranty of the device was valid till 09/21/2013. According to the table in the quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: medium. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: d11 & c2: concomitant medical products. The following devices were being used in "conjunction" with the cns: tele devices: no models and serial numbers were provided. Org-9100a: serial number (B)(6). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.